Event description:
Complainant alleged that the clinicians were treating a coded pt (age and gender unk), but when they switched the device to monitor mode the device did not power up. The clinicians then turned the device off and switched the device to defibrillation mode, and the device powered up. The pt subsequently expired, but the complainant did not believe that the pt outcome was as a result of the reported malfunction.